Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 397 mg/dl at the time of the incident. Customer states the display was not blank less than 30 seconds. Customer states display is blank currently. The customer was assisted with troubleshooting and the display did not return. The customer stated that her blood glucose was 55 mg/dl this morning and ate lunch and did not bolus and now she is 397 mg/dl and she stated she did not have any insulin and that if she goes to bed when she gets up she will have low blood glucose readings did refer customer back to doctor to check the settings could not troubleshoot due to pump not working. The insulin pump will not be returned for analysis.